Event description:
Reporter indicated that vns pt was explanted due to infection. The infection was present at both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics and explant of both the pulse generator and the bipolar lead (including electrodes). The infection has reportedly resolved. There are no plans to reimplant at this time.